Manufacturer narrative:
Na.

Event description:
The customer received a questionable low crpl3 c-reactive protein gen.3 result for one patient sample. The initial result was 1.5 mg/l and was reported outside the laboratory. The doctor called and questioned the result. On (B)(6) 2016, the same sample was repeated on the same analyzer and the result was 44.5 mg/l. This result was believed to be correct. The patient was not adversely affected. The reagent lot number was 138567 with an expiration date of 06/30/2017. The customer confirmed there were no other assay issues on the day of the event. The field service representative could not find a cause. He verified all probe alignments were good, the sample liquid level detection (lld) voltage was within specification, and all pump pressures were within specification. He ran precision testing. A specific root cause could not be identified. Additional information for further investigation such as the reaction kinetics was requested but was not provided. An instrument or reagent problem could be ruled out as the calibration and qc were acceptable and the instrument was confirmed to be ok by field service representative. It was noted there were several alarms in the provided analyzer data indicating abnormal sample aspiration, abnormal sample movement, and sample aspiration error on the day of the event. Issues with preanalytics that could affect sample quality and issues with daily maintenance can cause these types of alarms.